Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the sample syringe and the wash syringe to resolve the issue. (B)(4).

Event description:
The customer reported erroneous high ion-selective electrode (ise) patient results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.